Event description:
(B)(4). Heavy painful bleeding, vibrations and spasms in pelvic area, pinching in pelvic area , memory loss, confusion, loss of normal word recall, lack of ability to time line life events. All cbc returned high normal white blood cell count during routine physicals heart palpitations, chest pain. Severe depression requiring hospitalization. Blood clots larger than 2 inches. Ultrasound and pelvic exam results return normal and no other source for pelvic pain has been determined causing depression to return. Pain when going from sitting to standing in pelvic area because it feels like my pelvic organs are glued together.